Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device longevity previous checked was at 6 months remaining. Recent checked showed 1.5 yr remaining. Boston scientific technical services (ts) discussed possible reason for the issue and suggested follow-up check a couple of months after. As of this time, the device remains in service. No adverse patient effects reported.